Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that it was not possible to inflate the microcuff balloon due to leaks during the mechanical ventilation. This resulted in non optimal ventilation of the patient. No further information has been provided at this time.